Manufacturer narrative:
Natus medical incorporated is continuing to investigate this event in order to determine the root cause of the failure. Natus is attempting to return device for evaluation, at this time it is unknown if device will return as requested by natus. A follow up report will be submitted if failed device is returned for evaluation or any additional information obtained to complete investigation. Unknown if device will be returned.

Event description:
Customer called and stated that sterile drier 44 device failed and caused a spark which caused considerable burns inside the dryer. Photos provided by the customer show evidence of abnormal heat in upper compartment which melted styrofoam; however photos revealed no indication of fire or burns in the vicinity.